Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.